Event description:
It was reported that two days post scheduled device replacement, the right ventricular (rv) lead superior vena cava (svc) and rv coils had high impedance measurements. The physician determined that the rv set screw had not been set completely during the device change-out procedure. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2006. (B)(4).